Event description:
Please refer to the initial report.

Manufacturer narrative:
For the investigation the logfile was investigated. The descriped problem could be confirmed, however it was found that no patient was connected when the problem occurred. According to the logfile the device turned off as the internal batteries of the power supply were not working due to a contact issue at the cabling. The service engineer on site confirmed the problem and consequently reattached the cabling. As no patient was involved at the time of the event, the flow readings appeared to be inadequate. In case the power supply fails to deliver the supply voltages the user would be alerted to this condition by an audible power failure alarm from a buzzer driven by an independent source (gold caps). During this time an emergency-breathing valve would open allowing spontaneous breathing for the patient. Manual ventilation with an alternate device may be considered necessary. The device was tested according to manufacturer specification and found to be fine. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported while in use, the unit shut off and turned back on with inaccurate flow readings. The unit was removed from the patient. There was no patient injury reported.